Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The investigation carried out showed that the whole instrument was jammed and the screw joint cannot be loosened. The investigation with the manufacturing documents showed that the remobilization instrument was manufactured according to the specifications in march 2011. Moreover, it is ensured that instrument was subject to a 100% functional check before the delivery. Unfortunately, it was not possible to determine reason for the damage. The finding makes it likely that the instrument was oiled insufficiently or not at all after the cleaning process. In this connection, we would like to make you aware of our general guidelines with regards to preparation, maintenance and servicing of synthes instruments. The instrument was manufactured according to the specifications; there are not product defects.

Event description:
The instrument jammed intraoperatively. This is 1 of 1 report for event #(B)(4).